Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was a combination of factors affecting longevity. First, the recent onset of atrial tachycardia/atrial fibrillation (af) has increased power consumption. Second, it appears that the battery voltage is diverging from the expectation. This may affect the timing from the elective replacement indicator (eri) to the end of life (eol). Device replacement was recommended within 28 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was a combination of factors affecting longevity. First, the recent onset of atrial tachycardia/atrial fibrillation (af) has increased power consumption. Second, it appears that the battery voltage is diverging from the expectation. This may affect the timing from the elective replacement indicator (eri) to the end of life (eol). Device replacement was recommended within 28 days. Additional information was received indicating that this device was electively explanted, and a new device was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned of implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.